Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 483 mg/dl and 149 mg/dl. Customer did not take any action or inaction based on the readings. No adverse event reported. Replacing and returning the meter and strips; sending controls.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.